Event description:
The nurse complained of a questionable inr result for 1 patient from coaguchek xs pro meter serial number (B)(4) compared to the laboratory result. At 9:18 am the result from the meter was 4.0 inr and result from the laboratory was 3.0 inr. There was no adverse event. The patient's condition was "fine". The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had changes in warfarin, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 2 - 3 inr. The qc was acceptable. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 32264411) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities.